Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the dxc 700 au clinical chemistry analyzer. The fse checked the o-rings on electrodes, and determined multiple hardware malfunctioned. The fse replaced ise (ion selective electrode) tubing, and reference valve which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned ise (ion selective electrode) patient results which include sodium (na), potassium (k), and chloride (cl); after ise urine quality control (qc) result failed on the dxc 700 au clinical chemistry analyzer. The results were not reported outside the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographic. Patient result for one(1) patient was provided.